Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
One hour after an abbott atrial fibrillation procedure, a pericardial effusion occurred.

Event description:
One hour after an abbott atrial fibrillation procedure, a pericardial effusion was found on an echocardiogram requiring a pericardiocentesis. The patient is now stable. It is unknown when and where the perforation occurred. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
Additional information: b2, b5, g3, h2, h3, h6, h11.

Manufacturer narrative:
Additional information; g3, h2, h3, h6, h11. An event of a pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.